Event description:
The facility reports at around 11am, the cna was transferring the resident from the commode to the wheelchair. When the resident was in the standing position, the buckle (clip) hook or strap from the standing sling came undone and ripped at both sides. The resident fell through and landed on the cna's knee as she tried to catch the resident. No injuries were incurred by either party. The lift was inspected by an arjo investigator; no scratches, dents, or paint peeling were found. The sling was also inspected. It was found to have torn off on the left and right bottom of the sling at the end where the seams meet the strap. Also, the black interior of the sling was faded out due to washing and drying in high temperatures. There were no other problems noted. The lift tested to specifications; the sling was deemed unsafe to use. (B)(4).

Manufacturer narrative:
Following a review of complaint file (B)(4), the following additional info was found, and documented here: the alleged sling that was involved in the reported event was not available for a detailed investigation. However, a review of the pictures of the sling allegedly involved in the event show that the sling appears to be in generally good condition. There are some insignificant loose threads and tears, but no signs of any major malfunctions, such as the sling having ripped at both sides. Additionally, based on the info provided, the manufacturer could not determine whether the chest strap buckle was closed when the alleged incident occurred. Moreover, there was no allegation that the buckle had failed or malfunctioned, e.g. Broken. The sling in question was a tss502 sling. The user reported that the buckle hook or chest strap became undone, the sling ripped on both sides, and the pt fell. However, through the investigation, the manufacturer was able to determine that the sling did not rip at both sides in any way that would cause or contribute to the pt falling. Rather, the rips were limited to stitches at other parts of the sling intended only to improve the comfort and cosmetics of the sling and did not affect the device's ability to support the pt. The tss502 sling was the subject of a modification where it was changed from a one-stitch design to a two-stitch design. The purpose of this modification was cosmetic and not safety related as it was intended to prevent seams from coming unstitched when under heavy use. The seams in question do not perform any role in keeping a pt suspended and their failure does not compromise the safety of the device nor were they a factor in this reported incident. The manufacturer reviewed the tss slings design history files and confirmed that the design change was completed in (B)(4) 2005, design change note (B)(4). In short, the loose threads were not safety-related since they only appear at areas of the sling that have no structural role in keeping the person suspended, i.e. Not at any location that can be considered safety critical. The investigation considered the chest strap and its fastening mechanisms which appeared to be intact. Initially, this event was not reported as an MDR-reportable event as this failure mode had been extensively tested and the potential for pt harm was judged to be extremely unlikely (test report (B)(4)). The tss502 sling consists of a broad belt-like piece of fabric intended to go around the lower back of the pt and to be attached to the lifter for the purpose of raising a pt to a standing position. The sling also includes a chest strap that is intended to hold the sling in position at the lower back of the pt. The chest strap is not intended to be weight bearing during normal use. However, in abnormal situations the pt can end up leaning onto the chest strap - e.g. A situation where despite correct use, lifting procedures and warnings in the labeling, an unsuited pt may try to wrestle out of the sling, pulling backward and bowing and at the same time extending the arms to an 180" angle with the body, or using his hands to grab the lift and pushing himself away backward. Verifications show that the chest strap is robust enough to take the weight of at least a 200 lb. Person under abnormal use. A simulation of the event, as it was described and documented in the initial complaint, has been performed. This is documented in the manufacturer's test report (B)(4). The report confirms that a failure of the chest support strap on a tss.502 sling used with a sara 3000 active lift is unlikely to cause or contribute to death or serious injury. This conclusion and reasoning may not have been as clearly expressed in the original complaint record for (B)(4). This has now been corrected with this note to file. Under the conditions described for the event, a pt is very unlikely to fall in such a way as to cause death or serious injury. However, out of an abundance of caution, the manufacturer has decided to submit a form 3500a report for this event.